Manufacturer narrative:
Product analysis: power issue was unconfirmed and could not be reproduced. Display misalignment was confirmed. Keyboard was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered off without prompt. It was further reported that the programmer's stylus and cursor were misaligned by two centimeters. It was noted that calibration was attempted, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.